Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the cassette tubing during pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Patient additionally reported a drain complication error occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available and will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the cassette tubing during pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Patient additionally reported a drain complication error occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available and will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the cassette tubing during pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Patient additionally reported a drain complication error occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available and will be returned for physical evaluation by the manufacturer.